Manufacturer narrative:
Concomitant products: 419588 lead, implant date: (B)(6) 2012, 5076-45 lead, implanted (B)(6) 2012.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing with intermittent high pacing impedance measurements. The noise was seen on remote check and was reproducible later with arm movements. Initially a fracture was suspected, however, when the physician checked the lead and the competitor device connection, there was the possibility of an insertion issue. The lead explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.